Event description:
The customer reported to customer service that the transformer for her pump had completely broken apart into pieces. No sparking, flame, or fire were observed; no injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(6) 2012, she indicated that she did not witness any smoke, fire, sparking, or melting, but confirmed a breach in the transformer housing, stating that the area around three screw holes cracked and the casing fell apart. In summary, the product evaluation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary - a visual examination of the power supply revealed the transformer housing was cracked open, exposing the inner electronics. A visual examination of the cord revealed nothing unusual. The voltage across the dc plug was not tested, due to the condition of the returned power supply. Resistance across the dc plug measured 0.7 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measured at 55.5 ohms, which is normal and indicates that the thermal fuse did not blow.